Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon burst at 7atm within 30seconds. The device was removed using the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.